Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range right ventricular (rv) lead pacing impedances measurements. There was also evidence of non-physiological noise as indicated by a device alert. Boston scientific technical services (ts) recommended performing vigorous isometrics and pocket manipulations along with obtaining an x-ray. Due to covid-19 and the patient's medical condition they have not been called to the clinic. As such the recommended troubleshooting has not been performed. No adverse patient effects were reported. The device remains implanted and in service.